Event description:
It was reported that during a laparoscopic inguinal hernia repair, the staple did not close in both devices. There are some remaining staples in the devices for verifying. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.